Event description:
It was reported that, prior to surgery, the handpiece locked up. The handpiece was replaced and the surgery was completed, with no reported pt or user injury. Further investigation results indicated the device was leaking.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but the original reported condition of the device locking up was not confirmed. During the quality investigation, it was noted, the device was leaking and the oscillating head was full of an unk black oil like substance. Eval by an outside laboratory identified the substance as carbonate salts. The cause of the black substance also was not confirmed in the investigation.